Manufacturer narrative:
Added information to h6. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
Added information to h3, h6. H3. Device evaluation: customer report of pannus was confirmed. Customer reports of regurgitation and mobility restriction were unable to be confirmed. Customer report of stenosis was unable to be confirmed. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect.

Manufacturer narrative:
The device was returned to edwards for evaluation as it is currently pending evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information a 23mm 3300tfx valve was explanted after an implant duration of seven (7) years due to moderate to severe aortic regurgitation and aortic stenosis secondary to device mobility restriction and pannus formation. The device was explanted and replaced with a 23mm 11500aj valve. The device was originally implanted for aortic stenosis s/p aortic valve replacement. The device was returned for evaluation. The patient also underwent re-do mitral valve replacement during the operation.